Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator is broken. The suture is damaged and frayed. Also, the dart is missing and was not returned. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during cystocele repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the tip of the needle detached and was retrieved from the patient. The procedure was completed with another uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.